Manufacturer narrative:
G3: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep saw a patient today in clinic with an intellis battery who reported that her ins was shutting down daily (stimulation turning off). Initially, this issue occurred only occasionally after implantation, but she now experiences it every day. The rep reviewed with her the proper use of the patient programmer, and she demonstrated no difficulties with handling or operating her remote. The patient was on a dtm program, which makes it difficult for her to detect exactly when stimulation stops, she only becomes aware when checking her programmer and seeing that stimulation was off because her pain comes back when the stimulation was off. The rep performed an impedance test, which showed no abnormalities. At this time, the rep created a new program to assess whether it improves the issue. Patient was instructed to monitor and document each shutdown, to check the programmer more frequently, and to record her location and surroundings at the time in order to help identify any potential patterns.

Event description:
Additional information was received from the rep. It was reported that troubleshooting was performed, but the cause of the issue was not identified. The rep believed the cause was the patient, and that they were not properly charging/mishandling the patient controller. To resolve the issue, an impedance test was done, teaching and reviewing the controller with the patient was done, and a new program was made. It was still to be confirmed if the issue was resolved. It was noted that this information was confirmed/provided by the physician. Additional information was received from the rep. It was reported that the battery did not deplete, the stimulation just turned off. The rep asked for a list of things that could cause a stimulation shutdown to sent to the patient for them to review their surroundings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.